Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be identified.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's right eye due to an uncorrected z-syndrome noted post implant. A yag procedure was performed on (B)(6) 2016 and capsular tension ring (ctr) was used (B)(6) 2017; subsequently, the lens was explanted (B)(6) 2017.